Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) as been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ connecta leaked and the stopcock disconnected. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (3), stopcock inadvertently disconnects from mating component (1), and the tubing disconnects from stopcock (1).